Manufacturer narrative:
Eval code-conslusion added to replace that no longer applies.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (7000mcg/ml at 999.5mcg/day) and bupivacaine (30mg/ml at 4.28mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported a motor stall occurred. The motor stall was seen at initial interrogation of the pump status and/or event log report. The patient heard an alarm on (B)(6) 2015 and the pump was interrogated on (B)(6) 2015. The logs showed the motor stall occurred on (B)(6) 2015. The motor stall did not recover and reached a stopped pump period may exceed tube set message on (B)(6) 2015. There was another motor stall in the logs on (B)(6) 2015 at 10:25 with a motor stall recovery occurring on (B)(6) 2015 at 10:52. The patient did not recently have an MRI. The pump was explanted on (B)(6) 2015. The pump was being sent back for analysis. The patient experienced withdrawal. The patient status after device was removed was recovered without sequela. No rotor study or dye study was performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified a motor gear train anomaly of corrosion and-or wear and-or lubrication, and a motor gear train anomaly of a stall due to gear wheel 3.